Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a hole in the middle of the incision site and bereavement of wound was noted. The patient underwent an incision and cleaning out, drainage pump and closed up of wound. The patient was doing well.